Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-16816. It was reported that the patient presented in clinic for routine device check. Upon investigation, oversensing noise was noted on the right ventricular (rv) and right atrial (ra) leads. Rv undersensing was also noted. Episodes appeared to be external and internal. Unable to recreate episodes with pocket manipulation or isometrics. Ra lead sensing changes were made. No rv sensing changes were made. The patient was stable and would be monitored.